Event description:
Additional information received later indicated that on 2012 (B)(6), this pump was removed and a deep excision wound debridement was performed of the left lower abdominal wall. A catheter revision, pump pocket revision, and pump exchange was done. Following this patient experienced infection on the second pump implant site and information pertaining to this has been reported in MFR report # 3004209178-2012-07056. Previously reported information {the symptoms included redness, swelling, drainage, pain and incisional wound opening. A culture was obtained from the device pocket and the organism was determined to be proteus mirabilis / diphtheroids. The patient was given oral and intravenous antibiotics as well as a wound vac. The device system was used to deliver hydromorphone and clonidine. The patient outcome was reported as ongoing. It was reported that levaquin was administered perioperative. The date of onset/diagnosis of infection was (B)(6) 2012. There was no meningitis. The primary location of the infection was the lumbar region and left flank. A culture was obtained from the lumbar region. The type of organism cultured was purulent drainage. The patient underwent four irrigation and debridement's of the infected pump site prior to removal of pump} pertains to MFR report # 3004209178-2012-07056 and has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket. The symptoms included redness, swelling, drainage, pain and incisional wound opening. A culture was obtained from the device pocket and the organism was determined to be proteus mirabilis / diphtheroids. The patient was given oral and intravenous antibiotics as well as a wound vac. The device system was replaced and moved to a separate location. The device system was used to deliver hydromorphone and clonidine. The patient outcome was reported as ongoing. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that levaquin was administered perioperative. The date of onset/diagnosis of infection was (B)(6) 2012. There was no meningitis. The primary location of the infection was the lumbar region and left flank. A culture was obtained from the lumbar region. The type of organism cultured was purulent drainage. The patient underwent four irrigation and debridement's of the infected pump site prior to removal of pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# j0039995r serial#, implanted: 2000 (B)(6), explanted: product type catheter product ID, 8575 lot# n132719 serial#, implanted: 2008 (B)(6), explanted: product type accessory. (B)(4).